Event description:
On (B)(6), 2015, we have been informed that a patient was injured during a procedure. Photos of the injury were taken right after the procedure and sent to us. On these images a circle of redness (possibly an allergic reaction) appears where the electrode's adhesive tape and the edge of the conductive gel had adhered to the skin. It is also visible on the photos that the electrode was placed on the left thigh of the patient. No information about the patient, the nature and duration of the procedure, the generator model, the power settings, how the skin was prepared, the orientation of the electrode and if and how the injury was treated have been disclosed to us despite of repeated requests.

Manufacturer narrative:
The retained samples of the involved lot have been inspected visually and tested mechanically. The mechanical tests were performed on 3 retained samples. All samples were found to perform within limits. The skin compatibility was also tested for 4 hours on a test person. No faults could be detected. After repeated requests for further information we have not received any. The distributor has explicitly communicated the unwillingness of the user and the patient to provide any further information for this incident. Due to the lack of information, we are unable to establish, if this injury constitutes a reportable incident. As we cannot expect any further information, we consider the investigation closed.